Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer rate and intermittently unable to adjust pacer current. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage to the upper housing, battery well, nibp/temp connector panel, and the front panel consistant with mis-handling. Root cause could not be firmly established due to the observed damage. Analysis of reports of this type has not identified an increase in trend.